Manufacturer narrative:
The pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed motor test. There was no motor error alarm. The pump was received with minor scratched display window. The pump was received with cracked battery tube threads. The pump was received with cracked reservoir tube lip. The pump was received missing end cap sticker.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 500mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.